Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with the insulin pump's battery and it was reported that after replacing the battery and battery also the same issue persists. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer would discontinue using the device. No product return is required for mmt-1712kl.

Manufacturer narrative:
The pump passed the displacement test. Pump failed active current test and sleep current test due to high currents. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2024 20:26:11.000, fault 11: (B)(6) 2024 20:14:00.000, fault 58: (B)(6) 2024 11:42:12.000, fault 73: (B)(6) 2024 08:53:00.000 and fault 104: (B)(6) 2024 23:22:00.000 were found in the history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unexpected battery power loss was confirmed due to moisture. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.